Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt's catheter was fractured. The pt's medication was increased frequently. When the pt's pump was replaced. The catheter was fractured and it was replaced at the same time the pump was. The drug used in the pump at the time of the event was not reported. Add'l info has been requested, a f/u report will be submitted if add'l info becomes available.